Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing was noted on the right atrial (ra) lead. Lead insulation abrasion was visually observed on the ra lead. The ra lead was capped and replaced during an unrelated procedure to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the noise resulting in oversensing event was sensed by the device.